Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced low blood sugar and passed out. The parent called 911 and the patient went to the emergency room (ER). The cgm was reading 140 mgdl and the blood glucose reading was 57 mgdl at an unspecified moment during the episode. The patient was given glucagon in the ambulance and admitted to the hospital for 36 hours. There was no documentation of further medical evaluation or intervention for hypoglycemia. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.